Event description:
Pt underwent left hip revision surgery in 2009, due to a modular stem/pin failure, at 78 months after original surgery. It was reported that the revision surgery went well.

Manufacturer narrative:
Additional product explanted: cat# 200310, desc. Neck, short +47.5, mfg. 4/19/02, exp. 4/30/2007, lot# 280.